Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005025 in question was manufactured at the osted site. Threshold analysis: a query was run on 16-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005025". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6005025 was manufactured according to document appendix 1 batchcard for production of packaging room on 5-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing required for malfunction code no malfunction based on complaint information according to sop, complaint handling (rev. 21). Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 37mg/dl at the time of event and the patient got treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states.